Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem, FDA notified?, report source other. Additional information : report source, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported issue of an over infusion of tpn was not observed in a review of the logs or replicated during testing of the suspect pump module. Laboratory testing found the suspect pump module delivering fluid as programmed, within specification and without any periods of unregulated flow observed. The customer provided an event date of 16 october 2023, and the time was reported as (2120) 9:20 pm. A summary of the incident tpn infusion on the suspect pump module s/n (B)(6) was performed using the downloaded log information. On (B)(6) at 2:17 pm (1417), a remote IV infusion for tpn nicu (drug ID 232), an alert indicating same drug infusing on channel c was confirmed. The remote IV infusion rate was 0.9ml/h with a vtbi of 250ml, and the infusion was started primary volume infused (pvi) was recorded as 0ml. At 5:25 pm (1725), a remote IV was received for tpn nicu (drug ID 232), an alert indicating same drug infusing on channel c was confirmed and an alert indicating the rate was to be overridden to 0.8ml/h was confirmed, and the infusion was restarted. Pvi was recorded as 2.652ml from 5:29 pm to 5:30 pm, the pump module alarmed for door opened, alarmed for flow stop open (safety clamp open) 3 seconds, the door was closed, and the infusion was restarted. Pvi was recorded as 2.705ml. At 7:48 pm (1948), a delay for four (4) hours was programmed on the suspect pump module and the device was set to standby. At 8:58 pm (2058), the programmed delay was cancelled, and the infusion was started. Pvi was recorded as 4.542ml. At 9:12 pm (2112), the pump module alarmed for air in line, one minute later the system was silenced. At 9:14 pm, the pump module recorded door closed, the infusion was restarted and pvi was recorded as 4.732ml. At 9:18 pm, the pump module alarmed for air in line, the system was silenced and pvi was recorded as 4.792ml. At 9:32 pm, the pump module recorded door closed and the unit was channeled off. Pvi was recorded as 4.792ml. Pcu event logs can only reflect the inputted information it received, either manually or remotely, with respect to volume to be delivered. As such, it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion, from a review of the pcu event logs. Inspection of the suspect pump module and returned administration set did not observed any anomalies that would contribute to the reported complaint. Testing of the returned primary administration set did not observe any anomalies that would contribute to the reported complaint. A review of the pcu and pump module error logs showed no records associated during the reported timeframe. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions. To prevent a potential free-flow condition, ensure that no extraneous objects (for example: bedding, tubing, glove) are enclosed or caught in the pump module door. The directions for use (dfu), door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration set¿s roller clamp should be the primary means of controlling fluid flow when the device door is opened. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported the pump module had an over infusion of total parenteral nutrition (tpn). Patient's customized tpn started at 1725 to infuse at 0.8ml/hr. To primary umbilical venous catheter (uvc). Following programming, approximately 30mls of fluid was drawn off the line with syringe with pump door open and line clamped by the clinician. Pump restarted at 1730 at ordered rate of 0.8mls/hr. Clinician noticed pump did not alarm while door was opened. At 1840 pump alarmed occlusion, rn traced lines to patient and verified IV rates on pump matched orders. Labs were drawn at 1920/1937: hematocrit was 11 and glucose >700 mg/dl. Tpn stopped and clamped on primary line in order to transfuse packed red blood cells (prbc) for low hematocrit at 10ml/hr. For 10mls. Tpn 2 of 2 increased to 1.6ml/hr. To uvc via secondary line (increased rate compensates for stopped primary tpn rate during transfusion). Following blood transfusion clinician flushed primary line and restarted tpn to primary line at 0.8ml/hr. Secondary line tpn decreased to 0.8 ml/hr. Primary line pump alarmed at 2112 air in line, air bubble seen in tubing, door opened and closed, pump restarted. At 2118 primary line beeped air in line. Clinician noticed entire tpn bag running to primary was empty. Provider immediately notified. Pump, tubing, and medication bag were immediately taken out of service and sent to biomed department. The following interventions were provided to the patient: recorded lab value glucose of 2700 mg/dl at 2144. Insulin dose 0.0265 units over 15 minutes given at 2247. 5.3 ml normal saline bolus given at 2230. Fresh frozen plasma 5 ml/1hr given at 2331 to primary uvc. 2730 glucose recorded at 2355. Dopamine started at 2357 at 6 mcg/kg/min. Insulin drip started at 0.27ml/hr. (0.0509 unit/kg/hr.) At 0009. Lab at 0207: ph 6.86 hematocrit (hct) 35 glucose greater than 700 mg/dl, sodium (na) 113 meq/l, potassium (k) 7.3 mmol/l calcium (ca) 1.48 mg/dl. Code blue at 0252. Resuscitation successful. Epinephrine drip started at 0406. Labs at 0419: ph 6.85, hct 34, glucose 2477 mg/dl, na 117 meq/l, k 7.7 mmol/l code blue at 0738. Resuscitation successful. Labs at 0820: ph 6.6, hct 29, glucose greater than 700 mg/dl, na 124 meq/l, k 9.8 mmol/l. Code blue at 0852. Time of death 0902. A copy of the medwatch report from FDA was received, which states, ¿tpn (total parenteral nutrition) infusion to run via pump. Pump programmed correctly. Neonate got bolus of 38.4ml instead of 0.8ml/hour as programmed. Patient expired."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump module had an over infusion of total parenteral nutrition (tpn). Patient's customized tpn started at 1725 to infuse at 0.8ml/hr. To primary umbilical venous catheter (uvc). Following programming, approximately 30mls of fluid was drawn off the line with syringe with pump door open and line clamped by the clinician. Pump restarted at 1730 at ordered rate of 0.8mls/hr. Clinician noticed pump did not alarm while door was opened. At 1840 pump alarmed occlusion, rn traced lines to patient and verified IV rates on pump matched orders. Labs were drawn at 1920/1937: hematocrit was 11 and glucose >700 mg/dl. Tpn stopped and clamped on primary line in order to transfuse packed red blood cells (prbc) for low hematocrit at 10ml/hr. For 10mls. Tpn 2 of 2 increased to 1.6ml/hr. To uvc via secondary line (increased rate compensates for stopped primary tpn rate during transfusion). Following blood transfusion clinician flushed primary line and restarted tpn to primary line at 0.8ml/hr. Secondary line tpn decreased to 0.8 ml/hr. Primary line pump alarmed at 2112 air in line, air bubble seen in tubing, door opened and closed, pump restarted. At 2118 primary line beeped air in line. Clinician noticed entire tpn bag running to primary was empty. Provider immediately notified. Pump, tubing, and medication bag were immediately taken out of service and sent to biomed department. The following interventions were provided to the patient: - recorded lab value glucose of 2700 mg/dl at 2144. - insulin dose (B)(4) units over 15 minutes given at 2247. 5.3 ml normal saline bolus given at 2230. - fresh frozen plasma 5 ml/1hr given at 2331 to primary uvc. 2730 glucose recorded at 2355. - dopamine started at 2357 at 6 mcg/kg/min. - insulin drip started at 0.27ml/hr. (0.0509 unit/kg/hr.) At 0009. - lab at 0207: ph 6.86 hematocrit (hct) 35 glucose greater than 700 mg/dl, sodium (na) 113 meq/l, potassium (k) 7.3 mmol/l calcium (ca) 1.48 mg/dl. - code blue at 0252. Resuscitation successful. - epinephrine drip started at 0406. - labs at 0419: ph 6.85, hct 34, glucose 2477 mg/dl, na 117 meq/l, k 7.7 mmol/l - code blue at 0738. Resuscitation successful. - labs at 0820: ph 6.6, hct 29, glucose greater than 700 mg/dl, na 124 meq/l, k 9.8 mmol/l. - code blue at 0852. Time of death 0902.